Event description:
Inspirtion time delayed. Pt. On a flow of 100 to deliver tv 800. Respiratory supervisor came to assess situation and machine stopped ventilating patient. Resorted to manual ventilation without difficulty. Gauge settings were 800, unv 10, 50; 5 pepp flow 95 with dec. Wave forms. Vent replaced. No harm to patient.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, breathing circuit. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.